Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for non-malignant pain and post-lumbar laminectomy syndrome reported seeing the end of service (eos) message on (B)(6). It was noted the consumer had been having severe lower back pain going down to the right leg that they hadn't been having since having the device implanted four years ago. The consumer stated they were told the implant would last about five years, but it quit and only lasted four years, which surprised them. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.